Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure, during which the ipg was explanted and replaced. The procedure was performed due to significant patient weight loss, which altered the fit of the ipg battery pocket. The revision was successfully performed, and the patient is reported to be recovering well postoperatively. The device will not be released by the medical facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure, during which the ipg was explanted and replaced. The procedure was performed due to significant patient weight loss, which altered the fit of the ipg battery pocket. The revision was successfully performed, and the patient is reported to be recovering well postoperatively. The device will not be released by the medical facility. Additional information was received indicating that the patient weight loss resulted in the ipg becoming more superficial. As a consequence, the device caused increased discomfort, particularly when the patient leaned against external surfaces.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event the device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. As the reported discomfort and need for revision are attributed to patient-related anatomical changes associated with weight loss, this investigation is assigned a probable cause of: adverse event related to patient condition.